Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that emergency medical services paramedics took them to hospital due to low blood glucose on (B)(6) 2020 with blood glucose of 41 mg/dl and treated with glucose. Customer reported that due to their low blood glucose level they had an accident. Customer experienced sweating as a result of low blood glucose and he was also using auto mode feature on insulin pump. Customer was alleging that the insulin pump was over delivering. Trouble shooting was performed for over delivery and customer was advised to perform displacement test however test was passed. Customer reported that the insulin pump received insulin flow block alarm, he had bolus and it stopped and it said there was some blockage. Customer set up it again and then the bolus would stop each time so he rewound the insulin pump. Customer also experienced hyperglycemia and blood glucose level was over 400 mg/dl and near to the 500 mg/dl however insulin pump was exposed to high magnetic field multiple times. Customer declined trouble shooting for hyperglycemia and hypoglycemia. The insulin pump will not be returned for analysis.